Event description:
It was reported that the device was explanted approximately after implant duration of 85 months, due to endocarditis. No further details were provided.

Manufacturer narrative:
Device not returned.